Manufacturer narrative:
Electric dermatome (ID 3539700 ) was returned for evaluation. Device history record (DHR)- shows no abnormalities related to the reported failure. Failure analysis - hand piece passed all function testing, running consistently at (.12 amps). Head calibration was found in tolerance measuring (-0.0024 cap side) and (-0.0019 bushing side). The handle, all assemblies were found in good conditions for the time in service (2.4 years). The head, eccentric rod assembly / gauge bar is loose inside the head slot; the cap has shifted out of position. Calibration was found in tolerance but gauge bar easily moves side to side. Damage from impact to the head. Small nick in the center of the bar, no burr. Nick along the leading edge of the head, bushing side of center. Several small nicks behind the oscillating pin. Eccentric cap and eccentric cap 2, cap position is outside of the head, nick on the front end. Gauge bar in this picture is touching the inside of the head slot. The eccentric bushing, gap between the eccentric rod and bushing. The knob, nicks and minor flat impact marks on the knob. The width clips was worn clips, out of flatness spec. Root cause - excessive time in service (2.4 years). Several areas that have minor nicks or damage associated with impact against a hard surface. Knob is damaged, eccentric rod assembly and gauge bar are loose inside the head, cap is out of position. While the head assembly was found in-tolerance on all critical dimensions, the eccentric rod assembly and gauge bar are loose and easily moves side to side. It's possible this assembly would move during the graft. Width clips are worn with blade marks across the leading edge. Both clips tested out of flatness specification.

Event description:
A facility reported an electric dermatome (ID 3539700) was not providing a smooth graft and was leaving gaps between skin. The skin graft site is in the right upper leg. The surgeon performed an extra skin graft site in another site and did some advancement flaps to cover the area. The graft was used for squamous cell carcinoma of skin of scalp and neck.